Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient had a refill today. The caller reported the ptm gets stuck at 90% and takes a long time to connect to deliver the bolus since couple months. Agent assisted caller with clearing the data on the handset and device connected to pump very fast. The troubleshooting steps taking on the call resolve the issue.